Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was only 7cc of water inside the syringe.

Manufacturer narrative:
The reported event was confirmed. The evaluation verified that there was only 2ml of water left inside the returned syringe. No crack or defect was observed on barrel and plunger and no leaking observed on the returned syringe. How and when the problem occurred could not be determined. The problem did not occur as a result of any manufacturing process related cause. A potential root cause for this failure mode could be defect from vendor/rough handling. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]. [Contraindications]. 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex. (2) patients with known allergy to silver coated catheter. 2.accessories: closed drainage bag, (the illustration shows one example of typical configurations.); syringe prefilled with sterile water; water soluble lubricant; antiseptics: bard® 10% povidone-iodine solution tweezers; gauze pads; waterproof sheet; cotton balls; gloves". Correction: d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was only 7cc of water inside the syringe.